Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, four prostyle cuff misses [suture retrieval issue] were noticed. The sutures of two proglide devices were successfully pre-placed. The aaa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.